Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for a full functional bench test in attempt to replicate the reported defect. A water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, and dual temperature probes were connected to the unit. 2-3 lpm of air flow were supplied to the unit for a real time operational scenario. The settings were set to full rainout, invasive, at 37 degrees c. The unit shut off during the test. The unit was opened and the power supply board was replaced with a known good lab inventory power supply board. This time, the unit successfully navigated all pre-operational self-tests again and was functioning in real time. The unit functioned without any interruption and was able to heat up to the set temperature of 37 degrees c with the lab inventory power supply board. Testing confirms the unit had a faulty power supply board. The complaint has been confirmed. The unit was unable to heat due to a defective power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unknown. The power supply board may have encountered higher stresses than normal causing it to fail before its intended use life. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the "heater is not heating up to temperature". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73a210010n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the "heater is not heating up to temperature". No patient involvement reported.